Event description:
A customer reported an issue with their device indicating incorrect insulin cartridge readings. The report did not specify any adverse impact on the customer's blood glucose level, suggesting that values were either unaffected or not disclosed. The customer chose not to pursue further follow-up or provide additional details, and cts determined no further action was necessary, noting that the customer is currently out of warranty and in the process of renewal.